Event description:
Medwatch report stated: "nurse at bedside to assess pt and decrease epinephrine gtt. Channel select button pushed and both the epinephrine and tpn channel stopped working and flashed communication error. I hit the pump in an attempt to get the chambers to communicate, restarted the pump and then without touching it, it shut off again. Pt's blood pressure went from 150's to 62. Charge nurse at bedside pushing saline to attempt to keep blood pressure up". Although requested, no additional info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for eval.